Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cbp)procedure, the cooler heater unit turned on but the motor would not kick on. Then the unit started to alarm. They tried to defrost the unit during the case, it alarmed again. The red light emitting diode (led) came on in left panel below the triangle. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 06/01/2015: during set-up of the cpb circuit, the perfusionist (ccp) powered on the cooler heater unit in order to pump water to the water ports of the oxygenator in order to test the heat exchanger. After boot-up and usual start-up an audible alarm sounded and the "pump not primed" led was illuminated. No water flow was able to be provided from the main water pump, but according to the ccp, the cardioplegia (cpg) water pump was functional. The ccp elected to change out the unit during the set-up phase of this procedure. The back-up unit functioned and there was no delay in starting cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR#: 1828100-2015-00451 and 1828100-2015-00477. The field service representative (fsr) was able to select all modes on the main display panel but the main pump would not start. The fsr checked voltages of fuses (f1-f3, f6 and f11) on the main board and they all had proper voltage. The fsr removed the printed circuit (pc) boards in the card cage and reseated them. The fsr attempted to operate the cooler heater unit in cool down, defrost, maintain and rewarm modes but the main pump would not start. The fsr was troubleshooting for about 15 minutes and when he returned to the unit and pressed the cool down mode button, the main pump started. Afterwards, the fsr checked all modes and the unit functioned normally. Technical support advised the fsr to replace the pump motor due to a possible "dead spot" on the motor wiring causing the unit to not be able to start and creating an intermittent problem. The fsr replaced the march pump motor and reassembled piping, the device operated with no problems, and corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.